Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that either the implantable cardioverter defibrillator (ICD) detected ventricular tachycardia (vt) and shocked the patient but the rhythm was actually supra ventricular tachycardia (svt), or the patient was in vt and the ICD incorrectly detected the rhythm as svt and inappropriately withheld therapy until the rhythm was detected as vt. The clinician is unable to determine which scenario it is. The device remains in use. No further patient complications have been reported as a result of this event.